Event description:
It was reported that the patient completed 72 hours of cooling and began rewarming yesterday at 14:00 in an arctic sun device. Patient temperature (pt) not reached targeted temperature (tt). Patient temperature (pt) was 36.1c, targeted temperature (tt) 36.5c, water temperature (wt) was 40.3c, water flow rate (wfr) was 1.1 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 39.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.0 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37c, mixing pump command (mpc) was 0, heater command (hc) was 19, water reservoir level (wrl) was 4, system hours were 2423.7, pump hours were 2320.3. Noted device was working appropriately. Making very warm water and trying to get patient temperature (pt) to targeted temperature (tt). Trend shows 1 bar trending upward. Discussed adding warm blankets and turning on radiant warmer if not contraindicated in their protocol. Sn (B)(6). Per additional information updated from ttm on 05jul2025, device shows rewarming box now reading normothermia and flashing. They want to check what does that mean. Advised software changes verbiage of rewarming to normothermia on that box once timer had been met. Device was still actively trying to get the patient temperature (pt) to targeted temperature (tt) and will maintain at targeted temperature (tt) until therapy was stopped. Noted box was blinking and water flow rate (wfr) was 1.0 l/m. Advised that denotes the side of therapy patient was on and that therapy was actively running. Sn (B)(6). Per additional information updated from ttm on 05jul2025, changed out esophageal probe on patient and device alarmed about erratic temperature and probe out of range. Therapy stopped. Patient temperature (pt) registering at 36.6c. Advised when no patient temperature (pt) registering it will automatically stop therapy. Walked through restarting therapy. Encouraged to call back with any additional questions. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient completed 72 hours of cooling and began rewarming yesterday at 14:00 in an arctic sun device. Patient temperature (pt) not reached targeted temperature (tt). Patient temperature (pt) was 36.1c, targeted temperature (tt) 36.5c, water temperature (wt) was 40.3c, water flow rate (wfr) was 1.1 l/m neonatal pads in place. System diagnostics, outlet monitor temperature (t1) was 40c, outlet control temperature (t2) was 40c, inlet temperature (t3) was 39.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.0 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 37c, mixing pump command (mpc) was 0, heater command (hc) was 19, water reservoir level (wrl) was 4, system hours were 2423.7, pump hours were 2320.3. Noted device was working appropriately. Making very warm water and trying to get patient temperature (pt) to targeted temperature (tt). Trend shows 1 bar trending upward. Discussed adding warm blankets and turning on radiant warmer if not contraindicated in their protocol. Sn (B)(6). Per additional information updated from ttm on 05jul2025, device shows rewarming box now reading normothermia and flashing. They want to check what does that mean. Advised software changes verbiage of rewarming to normothermia on that box once timer had been met. Device was still actively trying to get the patient temperature (pt) to targeted temperature (tt) and will maintain at targeted temperature (tt) until therapy was stopped. Noted box was blinking and water flow rate (wfr) was 1.0 l/m. Advised that denotes the side of therapy patient was on and that therapy was actively running. Sn (B)(6). Per additional information updated from ttm on 05jul2025, changed out esophageal probe on patient and device alarmed about erratic temperature and probe out of range. Therapy stopped. Patient temperature (pt) registering at 36.6c. Advised when no patient temperature (pt) registering it will automatically stop therapy. Walked through restarting therapy. Encouraged to call back with any additional questions. Sn (B)(6).